Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that appeared on their home choice (hc) during drain 4 of 5. Their drain volume (dv) was reported to have equaled 436ml and their last fill volume (lfv) equaled 1800ml. The technical service representative (tsr) had the home patient reposition and press stop and go. The dv equaled 1185ml and was rising. The tsr had the caller close the clamp on an empty supply line, which should have been closed. The caller would call back if there were any problems or questions. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The condition of a use error - breach in aseptic technique was confirmed. The confirmation was made it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.